Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Subsequently next day, computed tomography revealed a saddle embolus straddled the bifurcation of the main pulmonary artery into the right and left vessels. There were pulmonary emboli identified bilaterally. It appeared slightly greater on the right than the left. Approximately four days later, computed tomography revealed a saddle pulmonary embolus extended into both main pulmonary arteries and lower lobe branches. Approximately eleven years later, computed tomography revealed the apex of the filter was at the renal vein junction with the inferior vena cava. The filter apex was central within the inferior vena cava lumen. The filter long axis was parallel to the long axis of the inferior vena cava. The inferior filter struts were 9 cm above the iliac bifurcation. Several of the posterior and left lateral struts extended through the inferior vena cava wall into the retroperitoneal fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.